Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing high blood glucose. The customer believed her insulin pump was not working properly and thought her nephew had interfered with the settings. The customer's blood glucose was 359 mg/dl, which was treated by delivering a bolus. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. It was unknown whether the bolus wizard settings were correct. It was found in the bolus history that the last bolus stopped at .450 units, whereas the bolus wizard had suggested 4.1 units. The customer did not fully deliver the bolus from the bolus wizard. The customer could not continue troubleshooting without the tubing clamp. She was advised to change the entire set, reservoir and insulin. Upon removal of the set, the cannula was slightly slanted. Nothing further was reported.